Manufacturer narrative:
H3: the pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. H3: the catheter was returned, and analysis found no significant anomaly. H6: all previously reported method, results, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 8780; lot#serial#: (B)(6); implanted: on (B)(6) 2014; explanted: on (B)(6) 2020; product type: catheter. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from an hcp via a clinical study indicated that the pump was replaced and the catheter was revised with a new collet on (B)(6) 2020. The event was considered resolved without sequelae on that date. The device diagnosis was updated to "catheter occlusion." Pump logs indicated that the pump was used to deliver morphine (20.0mg/ml at 5.258mg/day) and bupivacaine (11.7mg/ml at 3.076mg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2020 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient was in for a catheter dye study (cds) due to their elective replacement indicator (eri) at 6 months. The dye study failed but the patient had no pain and appeared functional. The catheter was to be rechecked at surgery on (B)(6) 2020. The device diagnosis was suspected catheter occlusion and the event was ongoing. No action was taken at the time of report. The etiology indicated the event was possibly related to the device/therapy and was not related to the implant procedure. No further complications were reported or anticipated.